Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient heard a ¿popping¿ sound from the back of her head on the left side. It was noted the sound was not consistent with movement. There was no known accident or incident related to the event and there was no obvious change in therapy. The patient was doing ¿okay,¿ but she had never been ¿completely controlled.¿ impedance measurements were normal, but it was noted they had changed from the last time. It was also noted values with contact 0 were higher than normal. It was further reported that the cause of the event was unknown. A lead had high impedance, which was "corrected", but no details given. The problem continued. Imaging (xray/CT scan) on (B)(6) 2013 showed the lead to be normal. The patient was not hospitalized and no injury was noted.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v006127, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v006127, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
Additional information: the patient was shook ¿just terrible¿ with her devices and medication and was very sensitive to changes.